Event description:
It was reported that this right atrial (ra) lead showed high pacing impedance out-of-range and atrial tachy response events due to noise and oversensing since. This noise was able to be reproduced. Subsequently, this ra lead was explanted and replaced due to lead body damage, and it is not expected to be returned for analysis. No additional adverse patient effects were reported.